Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported when connecting the extension set with filter to the normal saline line the spin collar cracked on the extension set. There was no report of patient harm.

Manufacturer narrative:
Concomitant medical products: 500ml hospira bag ndc 0409-7983-03, lot 70-732-fw, exp 1 oct 2018, sodium chloride injection; therapy date (B)(6) 2017. The customer¿s report that the spin collar was cracked was confirmed. Visual inspection showed that the male luer spin collar had two cracks approximately 0.1260 and 0.2440 inches long running parallel to the direction of the fluid flow. Inspection under magnification revealed no scratches or stress markings around the cracks. Functional testing showed no issues. The root cause of the spin collar cracking was not determined.